Event description:
Falsely elevated ctni results were obtained on 3 patients. Ctni results obtained on sequential samples for all 3 patients were negative. Two of the original patient samples were qns (quantity not sufficient) for retesting, the sample on the third patient was retested and a negative result was obtained. The incorrect ctni results were reported to the physicians. One patient was taken to the cardiac catheterization lab but it is unknown if catheterization was done. There is no report of adverse health consequences as a result of the falsely elevated ctni results. Based on instrument data, sample integrity is the most likely cause of the elevated ctni results.